Event description:
Received report that while doctor implanted the intraocular lens (iol) into the patient¿s left eye they noticed a fragment on the lens. The customer reported it was either a piece of plastic or a piece of another lens completely adhered to the top of the lens. The doctor really did not want to take the lens out and replace it so a 27g needle was used and after about 10 minutes was able to get the fragment off the lens without damaging the lens. No further information was provided.

Manufacturer narrative:
Ethnicity: unknown/ not provided. If explanted, give date: not applicable, as lens remains implanted. The device has not returned for evaluation. Therefore, a visual analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted. Product has not been received.